Event description:
On (B)(6), 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2011, follow up imaging revealed a proximal type I endoleak. On (B)(6), 2011, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the endoleak. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the MFR paperwork verified that this lot met all pre-release specifications. Add'l devices used: (B)(4).